Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer ¿it is my understanding we have changed to a new port access. Port states that it is safe to use for CT power injector but we are continuing to have issues where the injector stop in the medial of the injection. The new lines for the ports are too narrow / skinny and does not hold up well for our pressure injector in CT. This will cause a non-diagnostic study, especially for pe studies. This becomes a big issue when performing cta since we have to get an exact bolus for the imaging to be diagnostic. We were not having any issues with the previous port concern that if this injector cuts off and we miss the bolus then we could miss diagnosis a patient or have a non-diagnostic test. There were no certain lot numbers. The radiology tech states that the port issues have been from various parts of the hospital and I have no way of tracking it down.¿ additional information provided 11/16: it was reported the patient¿s ports are powerports. There has been no change in the injector machine (¿bronco injector¿) or the type of contrast used (isovue). The machine parameter has been changed to max 325psi (formerly using a device that allowed 300 max). The incidence is happening with patients undergoing a ¿pe protocol¿ which requires higher pressure for the bolus of contrast delivery. They are not having any issue with other protocols, just this higher pressure protocol which typically run at 4ml/sec. They have noticed however that with powerloc max, the machine is running consistently higher pressures than with the former device. The patients are coming from multiple areas of the hospital, multiple people placing the access needles so it¿s not identifiable to an educational component. In addition the access needles are working fine with other uses such as IV bolus, med administration etc. The facility corporate system does not allow warming of the contrast. The customer reported this is an ongoing issue but was unable to provide an exact quantity of events.